Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The calibration was last performed on 08-nov-2024 and it was acceptable. The customer stated that the qc was within the acceptable ranges. The alarm trace showed abnormal probe sucking alarms. This is an indication of possible poor sample quality. The field service engineer found that the vacuum tube on the rinse mechanism was cracked at the nozzle. He repaired the tubing and performed precision studies and they were within specifications. The service actions (repairing the tubing) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 6000 c501 (ul) v module. Results for the sodium (na) test were affected. Initial result: 180 mmol/l. The initial result was flagged as "high" prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 140 mmol/l. The repeat result was deemed to be correct.